Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a solid white display before and after a battery change. Customer also indicated that the pump was submerged in a swimming pool. Customer's blood glucose was 243mg/dl at the time of incident. The customer was assisted with troubleshooting but the display did not return. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. No white display noted. Device was received with corroded motor home switch and corroded battery tube. Unit received with minor scratches on lcdwindow.